Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor turned black and nothing was seen on the screen. There was no patient involvement.

Manufacturer narrative:
Additional information: additional information was provided that during the system checkout, the system was turned on and the monitor was found with 'no signal'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: 'foreign' added as report source. Additional information: lot number for product ID: 9735795 is 19080944. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. When the monitor was powered on, there was no image. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.